Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's leads had migrated after an unrelated lead repositioning procedure on (B)(6) 2020 (manufacturer report number: 1627487-2020-31139). The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.